Manufacturer narrative:
A1 to a5: patient information was not provided. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italia received a report of a poor gas exchange performance related to two units of inspire 6f oxygenator. There was no report of any patient injury.

Manufacturer narrative:
H11: through follow-up communications, livanova learned that the events of poor gas exchange and consequent change out of the devices occurred in the still heart-beating phase, thus before aortic cross-clamp was applied to the patient. Based on above, the event was re-assessed as not reportable, since it is not likely to result in patient injury or death, even if it recurs.

Event description:
See initial report.